Event description:
The surgeon reported that three malyugin rings came apart during removal from the eye. There was no impact to the patient.

Manufacturer narrative:
The surgeon reported that he is using a method of removal that is contrary to the directions for use. This is the third of three reports.